Event description:
Additional information was received from a healthcare professional via a company representative. It was reported the cause of the issue was unknown, it was a possible catheter issue however the hcp did not attempt to aspirate the catheter because there was no backflow when disconnected. No troubleshooting or diagnostics were performed. The issue was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving hydromorphone 14 mg/ml at 4.5 mg/day and bupivacaine 14 mg/ml at 4.5 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, failed back surgery syndrome, and chronic low back pain. The patient's assessment included chronic radiculopathy, lumbar region. The patient's spondylosis without myelopathy or radiculopathy, lumbar region was stable. The patient's assessment also included chronic migraine without aura, intractable, without status migrainosus. The patient's plan included botox migraine protocol, which greatly decreased in both number and intensity. Migraine frequency is reported as increased beginning 2-3 weeks before next treatment is due. The patient's medication list included norco 10 6/d, soma 350 mg 3/d, cymbalta 60 mg, traz 100 mg, and topa 100 mg 2/day. A volume discrepancy was reported, underinfusion was alleged. The actual residual volume (arv) was approximately 26 ml and the expected residual volume (erv) was approximately 12 ml. The pump and catheter were replaced on (B)(6) 2016. The company representative at the time of replacement was under the impression that the replacement was due to the pump being close to elective replacement indicator (eri) and that the physician was electing to replace the catheter as well. It was later clarified that the patient was referred to have the catheter replaced due to a previous volume discrepancy. The catheter insertion site was boggy and tender. The patient was also experiencing increased pain for several weeks prior to the discovery of the volume discrepancy. The patient denied having any symptom consistent with withdrawal. The change in therapy/symptoms was considered sudden. The event date was asked, but unknown. The patient was referred for replacement on (B)(6) 2016, but it was unknown when exactly the discrepancy was discovered. The increase in pain preceded the discovery of the volume discrepancy by a few weeks. The information about the catheter insertion site was noted at the time of the patient's refill where they noticed the volume discrepancy. A catheter issue was suspected. The event date was later reported as (B)(6) 2016. The patient experienced a loss of therapy, also noted as unknown if there was a loss of therapy. Rotor and dye studies were not performed. No patient injury occurred. The patient recovered without sequela after device replacement. Clinic notes from (B)(6) 2016 were provided to the manufacturer. The assessment of the infusion pump was worse. The patient presented to the office for back pain and migraine. The patient denied any nausea/vomiting headache or fever. The patient reported greatly increased pain for several weeks and injection treatment did not help. The patient pain scale was 9/10. The location of the pain was the back. Duration was noted as 24 hours and described as aching, dull, sharp. The pump was programmed to minimum rate before replacement.

Manufacturer narrative:
Analysis of the cathteter identified no significant anomaly. Coring/tears/cuts in the seal of the catheter connector were found, but no leaks were identified or alleged. Evaluation conclusion code and evaluation result code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.